Event description:
The customer reported via phone call that she had a high blood glucose and her blood glucose went up to 400 mg/dl. Customer used manual injections and stated that the pump was not giving its bolus like she should and it is not giving proper corrections. Customer's blood glucose was in the high 200's to 300's mg/dl. Customer's current blood glucose was 250 mg/dl. Customer treated with a friend's pump. Customer has switched back to a back-up pump. Customer stated that she took it to her doctor to verify the settings and to correct the time and date. Customer stated that the pump was shipped to her without a battery. Customer was advised that the pump will need to be replaced

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The bolus wizard is functioning properly per bolus wizard sample guide in the 551/751 user guide. The insulin pump functioned properly and was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.